Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced a couple of dizzy spells recently. It was noted that the patient cannot be tested for sensing as they become very symptomatic when their rate is dropped low. The patient's sinus rate was relatively high with ventricular tracking. It was noted that atrial beats were coming in the refractory period thus interrupting the tracking. The device is still in use. No further patient complications have been reported as a result of this event.